Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited elevated pacing threshold measurements on the right ventricular (rv) channel. Additionally, capture was only observed in unipolar configuration. Fluoroscopy revealed the distal tip was bent. A revision procedure was performed and the system was removed from service and replaced. No additional adverse patient effects were reported.